Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient had high blood glucose (bg) of 558mg/dl this morning, with no symptoms, at 7:38am when tested by ketones were not tested. The school nurse gave a bolus with pump and bg came down to 130 mg/dl by 10:15. The patient had received bolus from nurse yesterday prior to going home at 1:40pm. Mom states patient got home and went to sleep when mom was at work. Mom called patient at 6:30pm and bg was 212mg/dl: mom advised daughter to bolus, which she did not. Mom got home at 10:30pm and bg was 322mg/dl, again advised daughter to bolus and again she did not. No boluses delivered after patient left school afternoon of (B)(6) 2013, until this morning when school nurse corrected her for 558mg/dl. Mom confirms high bg's are result of patient not correcting bg and not covering for all the carbohydrates she eats. Reviewed bolus history and found no bolus records for yesterday after she got home from school. Patient did not check bg again until she got to school this morning at which time it was 558mg/dl. Patient is using pump. Mom agrees to monitor pump's bolus history to confirm if patient is programming her insulin when needed and checking bg. Mom states that daughter will remove pump and place it in a drawer if it is alarming. Neither mom nor school nurse allege that there is any malfunction of the pump, but that patient is not managing her diabetes as she should causing unnecessary elevations. She is (B)(6), menstruating and has growth spurts/hormones contributing to bg spikes. Mom says patient has been staying up late over the weekend with friends (sleep over) and then sleeps during day. Customer technical support (cts) advised mom to monitor history screens daily to confirm insulin amounts and times being delivered. Basal rates confirmed to be correct. Did not review advance features settings, mom and nurse not alleging any issue with these settings. There is no allegation or indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia related to use error as patient did not address alarms emitted by pump.